Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the pumping of fluid in cementless cups with holes" written by william l. Walter, mb bs, william k. Walter, mb bs, and michael o¿sullivan, mb bs published by the journal of arthroplasty vol. 19 no. 2 2004 was reviewed. The article's purpose: "simultaneously measure in vivo pressures in the hip joint and in pelvic osteolytic lesions while performing various maneuvers with the leg." Data was compiled from 10 individual cases with patient identifiers listed in table 1. Only case number 6 has depuy implants. The article reports all patients were diagnosed with acetabular lesions and revised due to lesions. Intraoperatively all cups were found fixed and liners were tested by attempting to remove liners from cups with forceps. All liners were found to have some degree of "pistoning movement" in the cup when surgeons attempted to remove liners with forceps but no indication of disassociation. Products utilized: duraloc cup and poly liner adverse event for case number 6 (B)(6) female 91 months post initial implantation: osteolysis (no indication of poly wear) treated with revision and removal of acetabular components.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.